Event description:
"The zippers have come off 2 sheets. On the 3rd sheet we have, today the track of the zipper popped open. While one of the twins were in bed she managed to go through the side of the bed and her head became entrapped between the metal bars of the frame of the bed. The lock was on the zipper however, the track separated where she was rocking and this is how she became entrapped." No injury was indicated by the parent.

Manufacturer narrative:
The product was not returned for evaluation.all inspections passed successfully. There were no nonconformances documented in the manufacturing records. Cubby beds made multiple attempts to obtain additional information regarding the reported event. Three emails, phone call, and text messages were sent to the mother asking for details about the event: e.g. Whether photos of the bed could be sent to cubby beds, whether an injury occurred and / or medical attention was needed, whether there was noticeable damage to the canopy or sheet, lot code information, and if the sheet is available for examination. M there has been no response to cubby beds emails therefore no additional information has been made available for review in this investigation. All inspections passed successfully. There were no nonconformances documented in the manufacturing records. Root cause narrative: the root cause could not be determined based on the information available for the investigation. Sensory medical's investigation is ongoing, and the company will supplement this report as appropriate if it obtains additional information and/or reaches additional or different conclusions.